Event description:
The user alleged that while using the sys, there was an inaccuracy issue. The user reported that the registration rec'd was 4.8 (the spec is < 10). However, the visual verification showed the locatable guide tip was off by as much as 2cm from the CT images. The case was not completed using the superdimension system because of the reported inaccuracy. There was no harm or injury to the pt reported.

Manufacturer narrative:
Two components of the superdimension system, the pt sensor triplet (pst) and the locatable guide cable were replaced. At this time, superdimension has not yet rec'd and/or processed the returns.